Event description:
Information was received that during use of this smiths medical level 1 trauma fast flow disposables, leaking near the top connection of the filter was noticed. No reported adverse effects or patient injury.